Manufacturer narrative:
Investigation: bd has been provided with the affected sample for catalog 301942 lot 1809356 to investigate for this record. After evaluating the sample, bd identified the foreign matter as embedded contamination in the plunger of the syringe. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and oil from the polyethylene can remained stuck on the internal walls of the mold and got burnt. During normal production some particles may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the plunger without possibility of being detached from it. DHR showed no indication of the alleged defect.

Event description:
It was reported that before use of the bd¿ syringe s2 5ml 22ga 1-1/4in there was foreign matter is embedded in the plunger rod. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found that the foreign matter is embedded in the plunger rod.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe s2 5ml 22ga 1-1/4in there was foreign matter is embedded in the plunger rod. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found that the foreign matter is embedded in the plunger rod.